Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.50 x 8mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Proximal strut segment 1 was lifted on one side. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to rated burst pressure using a handheld encore inflation device without issue. The stent deployed without issue and the balloon was subsequently deflated in 2 seconds which is within the specified deflation time in the direction for use. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. There were no issues advancing the device over a 0.014¿ guide wire. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018. A 2.50 x 8mm synergy ii drug eluting stent was received with no issues reported. However, upon review of this device, proximal stent damage was noted.